Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified the conductor wire insulation was ¿lifted¿ with no missing material. Although this issue was confirmed the internal wires within the insulation were not exposed. No thermal damage was confirmed. As part of investigation, the instrument was functionally tested and passed all specification. The instrument passed the electrical continuity test. The known cause of this failure is commonly caused by mishandling and misuse such as collision of the instrument with a sharp object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200928 /sequence 0057 associated with this event has been performed. Per logs, the instrument was last used on the reported event date (B)(6) 2021 using system (B)(4). The alleged event occurred on the 5th use of the instrument. The instrument has 5 remaining usable lives with no subsequent use recorded. No image or procedure video was provided. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because complaint information reports a compromised conductor wire insulation and it is unknown if the internal wire of the conductor wire was exposed. No claim of mishandling or misuse was reported. Although there was no arcing reported and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that after successfully completing a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument was sent to central processing and inspection identified "scratches to the extent that fingers got caught on the black wire." There was no report related to any unintended energy discharge to the patient or fallen fragment during the last procedure usage. No other information was provided. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument operated without issue during the last usage. The customer confirmed scratches on the conductor wire; however, no additional detail regarding the condition of the conductor wire was provided.